Event description:
It was reported during an unknown procedure on an unknown date clips kept "spitting" out of an er320 stapler unformed. This occurred with three er320s. One of the devices had a "different sound" when fired. The case was completed with one of the three devices. There was no consequence to the pt.